Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg1674h; pbcczce0 number, and no non-conformances were identified. An empty opened foil, a needle/suture piece and a suture piece of product code pg1674, lot # pbcczce0 were returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle was noted to be as expected. The suture was received broken (cut) in two section appears to be by use of the surgical instrument and body fluids were noted. The product code pg1674 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture was an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and suture was used. The suture was broken during use. Another needle-suture was used with no problem. Further details are not provided. There were no adverse consequences to the patient.